Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the pacemaker exhibited post-paced t-wave oversensing. Programming changes were made. The patient was stable throughout and will continue to be monitored.